Event description:
It was reported that during surgery, when implanting the femoral component against to the patient bone, the dial did not move and the component cannot be released. The component and the impactor were disassembled outside the patient's body so that the component had to be implanted without the impactor. This incident made the surgery to delay of 10 minutes. The patient was not harmed or affected.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this complaint from the united states reports that the reamer top broke off while being used. ¿all pieces were removed and the procedure was finished using a smith and nephew back up device, with no surgical delay and no injuries to the patient¿ smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A visual inspection confirmed the tip is broken off the mi z handle acet reamer. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. A visual inspection of the returned jrny ii cr lock fem implant impactor confirms normal wear and use on the device. A functional evaluation could not confirm the reported failure. The device functions as intended. The dial is operable on the jrny ii cr lock fem implant impactor. A medical investigation was conducted and confirms this case reports the femoral component would not release from the impactor. Per email communication, the component and impactor were disassembled outside the patient body, so that the component had to be implanted without the impactor. The procedure was completed without the use of a backup device. There was a 10 minute procedural delay, and no patient injury reported. Therefore, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, when implanting the femoral component against to the patient bone, the dial did not move and the component cannot be released. The component and the impactor were disassembled outside the patient body, so that the component had to be implanted without the impactor. This incident made the surgery to delay of 10 minutes. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.